Event description:
Interpulse handpiece was opened onto the sterile field with exposed red wire near the battery pack. The outer covering was not intact over the power cords. The unit was taken off the field and a product failure form was filled out. This was opened prior to patient contact, no patient involvement.